Event description:
Information was received, from a patient (pt). Regarding an implantable neurostimulator (ins). The reason for call, was pt reported their "sensation" shoots sky high automatically. And sometimes they can't move since 2022, but the past few months, the issues occurred, more frequently when changing positions. Patient services specialist (pss), had the pt unlock their controller and they were in group a and only had 1 program. Patient services (pss) had the pt enter program 1 and confirmed, their adaptive stimulation feature was turned on. And pss had the pt turn the adaptive stimulation feature off. Pss made sure group b and c had the adaptive stimulation feature off. The troubleshooting steps that were taken on the call resolved the issue. Pss reviewed, the external equipment was functioning as intended. And reviewed, the adaptive simulation feature. Pss suggested, the pt follow-up with their hcp if the issue persisted.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.